Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)'), pelvic pain ('pain/both sides') and ovarian cyst ('left ovarian cyst') in an adult female patient who had essure (batch no. 753645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went essure confirmation test". The patient's medical history included morbid obesity, headache, sore throat, neck pain, facial pain, occipital headache, throbbing pain, neck pain, pain bone, coronary artery disease, copd, cerebrovascular accident, gerd, hypertension, ache, nausea, d & c, adnexal mass, follicular cyst of ovary, oral contraceptive, female condom, vaginal bleeding, early sexual debut, dysfunctional uterine bleeding, stroke, hypoaesthesia, weakness in extremity, bicuspid aortic valve, descending thoracic aortic aneurysm enlargement, inferior myocardial infarction, type 2 diabetes mellitus, hyperlipidemia, chronic pain, degenerative joint disease, depression, hiatal hernia, nicotine dependence, spinal stenosis, coronary stent placement, endometrial ablation, appendectomy, arthroscopy l knee, correction hammer toe, cholecystectomy, aortic valve replacement, endometrial curettage, adenoma benign, premenopause, cyst of bartholin's gland, hemostasis, benign ovarian tumor, follicular cyst of ovary, endometriosis, anemia, anxiety, hypertriglyceridemia, hyperlipidemia and dizziness. The patient underwent a transvaginal ultrasound on (B)(6) ,2014, due to an adnexal mass. She had a repeat transvaginal ultrasound on (B)(6) ,2014, in which the right ovarian mass was stable measuring 5.8 x 5.3cm. Previously administered products included for an unreported indication: insulin and ibuprofen. Concurrent conditions included ovarian cystadenoma, squamous cell metaplasia, ovariocentesis, uterine fibroids and hyperemia. Concomitant products included acetylsalicylic acid (aspirin), adenosine (tricor), alprazolam (xanax), atorvastatin, clopidogrel bisulfate (plavix), hydrochlorothiazide;valsartan (diovan hct), insulin aspart, insulin glargine (lantus), metformin, metoprolol, omeprazole (protonix) and sertraline. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/lower"), back pain ("lower back pain"), anxiety ("psychological or psychiatric problems condition: increased anxiety"), premature menopause ("menopause/early menopause"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches,"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss(specify which one)"). The patient was treated with surgery (ablation, dilation and cuettage, hysterectomy with unilateral salpingectomy-(B)(6) 2014 and unilateral oopherectomy -(B)(6) 2016 and left ovarian cyst drainage). Essure was removed on (B)(6) 2014. At the time of the report, the heavy menstrual bleeding, anxiety, premature menopause, dysmenorrhoea, migraine, weight increased, alopecia and fatigue outcome was unknown and the pelvic pain, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, ovarian cyst, pelvic pain, premature menopause and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2010 and 2013. Unilateral oopherectomy ¿ (B)(6) 2016 plaintiff received treatment for pelvic/abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Pathology test - on (B)(6) 2014: some of the collapsed membranous material received with the specimen represents portions of the mucinous cystadenoma. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: anxiety and dysmenorrhea. Lot number: 753645 manufacturing date: (B)(6) 2010 expiration date:(B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: ticking of final repot box on EU/ca device tab we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pelvic pain ('pain / both sides') and ovarian cyst ('left ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went essure confirmation test". The patient's medical history included morbid obesity, headache, sore throat, localised muscle pain, facial pain, occipital headache, throbbing pain, neck pain, pain bone, coronary artery disease, copd, cerebrovascular accident, gerd, hypertension, ache, nausea, d & c, adnexal mass, follicular cyst of ovary, oral contraceptive, condom, vaginal bleeding, early sexual debut, dysfunctional uterine bleeding, stroke, hypoaesthesia, weakness in extremity, bicuspid aortic valve, descending thoracic aortic aneurysm enlargement, inferior myocardial infarction, type 2 diabetes mellitus, hyperlipidemia, chronic pain, degenerative joint disease, depression, hiatal hernia, nicotine dependence, spinal stenosis, coronary stent placement, endometrial ablation, appendectomy, arthroscopy l knee, foot surgery, cholecystectomy, aortic valve replacement, endometrial curettage, adenoma benign, premenopause, cyst of bartholin's gland, hemostasis, benign ovarian tumor, follicular cyst of ovary and endometriosis. The patient underwent a transvaginal ultrasound on (B)(6) 2014, due to an adnexal mass. She had a repeat transvaginal ultrasound on (B)(6) 2014, in which the right ovarian mass was stable measuring 5.8 x 5.3 cm. Previously administered products included for an unreported indication: insulin and ibuprofen. Concurrent conditions included ovarian cystadenoma, squamous cell metaplasia, ovariocentesis, uterine fibroids and hyperemia. Concomitant products included acetylsalicylic acid (aspirin), adenosine (tricor), alprazolam (xanax), atorvastatin, clopidogrel bisulfate (plavix), hydrochlorothiazide; valsartan (diovan hct), insulin aspart, insulin glargine (lantus), metformin, metoprolol, omeprazole (protonix) and sertraline. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain/lower"), back pain ("lower back pain"), anxiety ("psychological or psychiatric problems condition: increased anxiety"), premature menopause ("menopause / early menopause"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches,"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss(specify which one)"). The patient was treated with surgery (ablation, dilation and curettage, hysterectomy with unilateral salpingectomy- (B)(6) 2014 and unilateral oophorectomy - (B)(6) 2016 and left ovarian cyst drainage). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, anxiety, premature menopause, dysmenorrhoea, migraine, weight increased, alopecia and fatigue outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, ovarian cyst, pelvic pain, premature menopause and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2010 and 2013. Unilateral oophorectomy ¿ (B)(6) 2016. Plaintiff received treatment for pelvic/abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Pathology test - on (B)(6) 2014: some of the collapsed membranous material received with the specimen represents portions of the mucinous cystadenoma. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: anxiety and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and mr received. Injury nos was replaced with new events: menopause / early menopause, menorrhagia, increased anxiety, migraines / headaches, dysmenorrhea (cramping), abdominal pain, lower back pain, pelvic pain, fatigue, weight gain, hair loss, left ovarian cyst plaintiff did not under went essure confirmation test were added. Plaintiff's information updated. Date of insertion and date of removal added. Medical history, concomitant conditions and drugs were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pelvic pain ('pain/both sides') and ovarian cyst ('left ovarian cyst') in an adult female patient who had essure (batch no. 753645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went essure confirmation test". The patient's medical history included morbid obesity, headache, sore throat, neck pain, facial pain, occipital headache, throbbing pain, neck pain, pain bone, coronary artery disease, copd, cerebrovascular accident, gerd, hypertension, ache, nausea, d & c, adnexal mass, follicular cyst of ovary, oral contraceptive, female condom, vaginal bleeding, early sexual debut, dysfunctional uterine bleeding, stroke, hypoaesthesia, weakness in extremity, bicuspid aortic valve, descending thoracic aortic aneurysm enlargement, inferior myocardial infarction, type 2 diabetes mellitus, hyperlipidemia, chronic pain, degenerative joint disease, depression, hiatal hernia, nicotine dependence, spinal stenosis, coronary stent placement, endometrial ablation, appendectomy, arthroscopy l knee, correction hammer toe, cholecystectomy, aortic valve replacement, endometrial curettage, adenoma benign, premenopause, cyst of bartholin's gland, hemostasis, benign ovarian tumor, follicular cyst of ovary, endometriosis, anemia, anxiety, hypertriglyceridemia, hyperlipidemia and dizziness. The patient underwent a transvaginal ultrasound on (B)(6) 2014, due to an adnexal mass. She had a repeat transvaginal ultrasound on (B)(6) 2014, in which the right ovarian mass was stable measuring 5.8 x 5.3cm. Previously administered products included for an unreported indication: insulin and ibuprofen. Concurrent conditions included ovarian cystadenoma, squamous cell metaplasia, ovariocentesis, uterine fibroids and hyperemia. Concomitant products included acetylsalicylic acid (aspirin), adenosine (tricor), alprazolam (xanax), atorvastatin, clopidogrel bisulfate (plavix), hydrochlorothiazide;valsartan (diovan hct), insulin aspart, insulin glargine (lantus), metformin, metoprolol, omeprazole (protonix) and sertraline. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/lower"), back pain ("lower back pain"), anxiety ("psychological or psychiatric problems condition: increased anxiety"), premature menopause ("menopause/early menopause"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches,"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss(specify which one)"). The patient was treated with surgery (ablation, dilation and cuettage, hysterectomy with unilateral salpingectomy: (B)(6) 2014 and unilateral oopherectomy. (B)(6) 2016 and left ovarian cyst drainage). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, anxiety, premature menopause, dysmenorrhoea, migraine, weight increased, alopecia and fatigue outcome was unknown and the pelvic pain, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, ovarian cyst, pelvic pain, premature menopause and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2010 and 2013. Unilateral oopherectomy: (B)(6) 2016. Plaintiff received treatment for pelvic/abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Pathology test: on (B)(6) 2014: some of the collapsed membranous material received with the specimen represents portions of the mucinous cystadenoma. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: anxiety and dysmenorrhea. Most recent follow-up information incorporated above includes: on 2-feb-2021: medical record received- lot number, reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pelvic pain ('pain/both sides') and ovarian cyst ('left ovarian cyst') in an adult female patient who had essure (batch no. 753645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went essure confirmation test". The patient's medical history included morbid obesity, headache, sore throat, neck pain, facial pain, occipital headache, throbbing pain, neck pain, pain bone, coronary artery disease, copd, cerebrovascular accident, gerd, hypertension, ache, nausea, d & c, adnexal mass, follicular cyst of ovary, oral contraceptive, female condom, vaginal bleeding, early sexual debut, dysfunctional uterine bleeding, stroke, hypoaesthesia, weakness in extremity, bicuspid aortic valve, descending thoracic aortic aneurysm enlargement, inferior myocardial infarction, type 2 diabetes mellitus, hyperlipidemia, chronic pain, degenerative joint disease, depression, hiatal hernia, nicotine dependence, spinal stenosis, coronary stent placement, endometrial ablation, appendectomy, arthroscopy l knee, correction hammer toe, cholecystectomy, aortic valve replacement, endometrial curettage, adenoma benign, premenopause, cyst of bartholin's gland, hemostasis, benign ovarian tumor, follicular cyst of ovary, endometriosis, anemia, anxiety, hypertriglyceridemia, hyperlipidemia and dizziness. The patient underwent a transvaginal ultrasound on (B)(6) 2014, due to an adnexal mass. She had a repeat transvaginal ultrasound on (B)(6) 2014, in which the right ovarian mass was stable measuring 5.8 x 5.3cm. Previously administered products included for an unreported indication: insulin and ibuprofen. Concurrent conditions included ovarian cystadenoma, squamous cell metaplasia, ovariocentesis, uterine fibroids and hyperemia. Concomitant products included acetylsalicylic acid (aspirin), adenosine (tricor), alprazolam (xanax), atorvastatin, clopidogrel bisulfate (plavix), hydrochlorothiazide;valsartan (diovan hct), insulin aspart, insulin glargine (lantus), metformin, metoprolol, omeprazole (protonix) and sertraline. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/lower"), back pain ("lower back pain"), anxiety ("psychological or psychiatric problems condition: increased anxiety"), premature menopause ("menopause/early menopause"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches,"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss(specify which one)"). The patient was treated with surgery (ablation, dilation and cuettage, hysterectomy with unilateral salpingectomy-(B)(6) 2014 and unilateral oopherectomy -(B)(6) 2016 and left ovarian cyst drainage). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, anxiety, premature menopause, dysmenorrhoea, migraine, weight increased, alopecia and fatigue outcome was unknown and the pelvic pain, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, ovarian cyst, pelvic pain, premature menopause and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: 2010 and 2013. Unilateral oopherectomy ¿ (B)(6) 2016. Plaintiff received treatment for pelvic/abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Pathology test - on (B)(6) 2014: some of the collapsed membranous material received with the specimen represents portions of the mucinous cystadenoma. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: anxiety and dysmenorrhea. Lot number: 753645 manufacturing date: 2010/06 expiration date: 2013/06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.